Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Remote support was provided, the device was continuously chirping after battery and pad replacement. No error messages were issued. The battery and pads were replacement again, the issue persists. Replacement sent to the customer to resolve the issue. The device was returned for technical investigation (product analysis). The device was received in good condition without accessories. External visual inspection noted no anomalies. Device battery connectors were free from contamination and presented no abnormalities. The device powered up normally. Review of the patient, system and device record (psdr) reveals the device warned for ¿cmr_mag_test¿ error interpreted as an issue in the device front-end circuitry. Bit was performed, but the device issued a warning for the "cmr_mag_test." Troubleshooting was conducted and resulted in a front-end component, resistor r62, found to be out of tolerance. The faulty component was replaced and the device successfully passed bit with no issues. The device is archived/retention. Based on the information available and the testing conducted, the cause of the reported problem was faulty component. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.